Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A copy of the medwatch report from FDA was received, which states, "medication (precedex) was hung and programmed with rate and dose verified by a second rn. The rn responded to the pump beeping at approximately 1805 and found the bag empty and tubing full of air. The was not medication seen on the floor or soaked into the bed. The volume infused on the pump stated 8.62 ml but the bag was empty. Manufacturer response for IV pump and tubing, bd (per site reporter). They will complete product testing and return a summary of their findings and the pump."